Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported that there no oxygen percentage displayed. There was no patient or user harm reported.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Attempts were made to contact the customer to receive additional information regarding the evaluation and repair of this device. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.